Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). During the repair, the res found resistor 16 (r16) was burned on the actuator board which resulted in an acid pump ¿no eos¿ message. Additionally, the res indicated that the motherboard was damaged, a metal washer was bad, and a burn mark was present near the actuator board connection on the motherboard. The res provided the user facility with the part numbers for replacement of the actuator board and mother board. The current repair status of the machine is not known. Although requested, no additional repair details have been made available. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported event. The evaluation of the complaint device by a fresenius res confirmed that there was sustained burn damage to resistor 16 on the actuator board and mother board. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility reported a low conductivity issue with a 2008k hemodialysis (hd) machine and requested on-site service. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res found resistor 16 (r16) was burned on the actuator board which resulted in an acid pump ¿no eos¿ message. Additionally, the res indicated that the motherboard was damaged; a metal washer was bad and a burn mark was present near the actuator board connection on the motherboard. No patient was connected to the machine at the time of the incident. The res provided the user facility with the part numbers for the actuator board and mother board. The user facility planned on ordering and installing the parts without further assistance. However, the current repair status of the machine is not known. Although requested, no additional repair details have been made available.